Event description:
It was reported that the patient had been getting rejected the last couple of weeks with her ptm bolus requests. It was noted that this happened in the evening, typically around 5-6pm, showing that the patient needed to wait 40 minutes. There were no problems earlier in the day. The device system was used to deliver fentanyl, clonidine, bupivacaine and morphine. It was later reported that there was a period where the ptm was not delivering boluses. The patient felt that she was getting locked out when she shouldn¿t be. The lockout issues had occurred the last 3 weeks in july. It was later reported that the pump logs were read and showed several instances of 88 and 89 at the same time indicating an uplink problem. There were no other issues or problems noted in the pump logs. An overdose was also reported. On "more than one occasion" the patient had requested a bolus and was "claiming she's not feeling anything," then about 2 hours later experienced overdose symptoms. The patient¿s condition was described as "stuporous." Per the reporter, there have not been any volume discrepancies at refills to his knowledge and the patient did not mention any either it was later reported that the patient felt that she was ¿overdosing every night at 7:10 for half an hour when she has not used her ptm. The patient reported that her ptm had been ¿malfunctioning for 3 weeks in july and started again yesterday¿. ¿somehow, something in the ptm is triggering a release of medicine up to 2 hours in the future. I am always nodding out at 10 minutes after 7¿. The patient tried to get a bolus at 6:40pm last night and she was locked out and had to wait 40 minutes. She had not tried to get a bolus for 22 hours before that. The patient also reported that the ptm had been working until last night at 6:40pm. She tried to get a bolus at 7:10pm "my head just fell, and my partner tried to talk to me but I was stoned out of my face for 25 or 30 minutes, and I am on a small amount of medicine. This only happens on the days when my ptm malfunctions with a lockout when I haven¿t used it. If I use it on a normal day when I get a bolus no problem, I don¿t get the overdosing, but when I get a lockout at 7:10 or 7:40 I have this problem". The patient also reported that she had a lot of itching last night. The patient reported that she "takes my next oral meds at 8pm at night and I always come out of the overdose when it¿s time to take my medicine, but then I am afraid to take my ¿levorphanol¿ because I am still ¿woozy¿ from whatever this event is". The patient was upset that no one offered to get her a new ptm, and the doctor just offered to change the batteries for her or he could order her an antenna. The patient believed that the pump was "deciding on its own to give me a large amount of medicine at a certain time and I am very upset and frightened.¿

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d17307, implanted: (B)(6) 2012. Product type: accessory: product ID 8590-1, lot# n318918, implanted: (B)(6) 2012. Product type: accessory: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).